Event description:
During a lung biopsy procedure, the patient began to cough violently during retrieval of the sample, causing the distal portion of the outer cannula to break off inside of the patient next to the rib. Consult with thoracic surgeon occurred immediately.